Manufacturer narrative:
B3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
It was reported that the patient's ipg would not connect following an unrelated procedure. It is unknown if the patient set their ipg to surgery mode. Surgical intervention may be pending to address this issue.